Event description:
A report was received that the patient was explanted due to infection. The patient had developed the infection following a recent fusion. The patient's symptoms included fever, redness, swelling and fluid drainage. The patient was placed on IV antibiotics and was reportedly doing well following the procedure.